Event description:
It was reported that during a cholecystectomy procedure the clip fell out when the device fired the first clip on the cystic duct. The procedure was completed with another device. No pt consequences were reported.

Manufacturer narrative:
Date sent: 06/05/2007. Info anticipated, but unavailable at this time.